Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager cm) reported a blood leak was observed from a crack in the bloodline approximately 10 minutes into a patient's hemodialysis (hd) treatment. The exact location of the crack was unknown. The patient was connected to a 2008t hd machine and also used a fresenius dialyzer. Per clinic manager it was unknown if the machine alarmed. Per clinic manager the blood was not returned to the patient. No damage to the bloodline or packaging was observed prior the start of treatment. The estimated blood loss (ebl) for the patient was unknown. Per clinic manager no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies from the same lot on the same machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The bloodline was discarded and was no longer available for evaluation. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility clinic manager cm) reported a blood leak was observed from a crack in the bloodline approximately 10 minutes into a patient's hemodialysis (hd) treatment. The exact location of the crack was unknown. The patient was connected to a 2008t hd machine and also used a fresenius dialyzer. Per clinic manager it was unknown if the machine alarmed. Per clinic manager the blood was not returned to the patient. No damage to the bloodline or packaging was observed prior the start of treatment. The estimated blood loss (ebl) for the patient was unknown. Per clinic manager no patient adverse effect was experienced and no medical intervention was required as a result of the reported event. The patient was able to complete treatment with new supplies from the same lot on the same machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The bloodline was discarded and was no longer available for evaluation. Additional information was requested.